Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a fatal error popped up on the station and the station did not turn back on. A field service engineer found the station showing a failed hardware message and offline. Downloaded the 1.5.2 pci file, but the restore file did not work. Ran the factory restore image, contacted customer support but did not hear back. The field service engineer used an image from another station, reset the ip address, renamed the station in remote support system, and resynced the database. The station came back online, but rss had not reconnected to the server due to site permission needing to be turned on. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, a fatal error popped up on the station and the station did not turn back on. The customer reported that during malfunction user managed to get the medicines from other station. There were no adverse events or injuries reported based on this incident.